Manufacturer narrative:
The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was determined that the motor device was leaking oil from the swivel, which was caused by a worn out seal. This issue is consistent with normal wear over time be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the motor device was leaking oil from the swivel. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.